Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Upon insertion, the patient stated they experienced excessive bleeding that caused the sensor patch to be saturated. The patient removed the sensor and upon removal, the patient noticed that there was no portion of the sensor wire visible on the underside of the transmitter holder. They patient stated that there were two tiny metal chips found underneath the patch and alleged that it caused wounds that resulted in the excessive bleeding. The patient's daughter brought the patient to the hospital. Upon treatment for the wound by a nurse, the nurse stated the wound was infected. The nurse also checked the patient's glucose level at the hospital and stated the bg was 600 mg/dl. The patient was provided insulin. The patient was released the same day and was prescribed antibiotics (amoxicillin). At the time of the report, the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).